Manufacturer narrative:
Device used for treatment, not diagnosis. Ueyama, y. , et al. (1996) "analysis of reconstruction of mandibular defects using single stainless steel a-o reconstruction plates." Journal of oral and maxillofacial surgery (54) 858-862. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. This report is for an unknown plate/unknown quantity/unknown lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, ueyama, y. , et al. (1996) "analysis of reconstruction of mandibular defects using single stainless steel a-o reconstruction plates." Journal of oral and maxillofacial surgery (54) 858-862. A retrospective review a university dental hospital reviewed the use of stainless steel arbeitsgemeinschaft fur osteosynthesefragen (a-o) reconstruction plates and screws from april 1982 to march 1993. Thirty-four patients with malignant tumors of the mandible underwent reconstruction using stainless steel a-o plates and screws. Twenty-five of the 34 patients were alive when the statistics were calculated. Nine total cases died in the post-operative period. Two patients died from non a-o plate related complications. Seven of the 25 living patients experienced complication post-operatively. Two patients experienced temporomandibular joint pain and had reconstruction plates removed. This report is 1 of 4 for (B)(4). This report is for an unknown a-o plate.